Event description:
The facility clinic manager reported to baxter a clearlink continu-flo solutions set that was found to have leaked herceptin during patient therapy. The set was being used with a flo-gard pump, and it was reported that the pump had cut the tubing. The hole was located inside the door of the pump and was estimated to be located about 1.5 to 2 feet down from the drip chamber. Upon opening the door, fluids squirted out hitting one of the nurse's hands; the nurse was wearing gloves at the time. The nurse was able to grab the tubing and wrap a glove around the leak. The patient's port was deaccessed per protocol, and the patient was not exposed to any medication from the leak. The area was cleaned with the chemotherapy spill kit per hospital protocol. After the patient was discharged, the nurse noted that approximately 150cc of fluid was on the floor. There was no report of patient injury or medical intervention required, but the patient did not receive the complete dose. There is no additional information.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.